Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that the software detected and alerted the user of a potential drb shift, followed by excessive deflection warnings. Initially, a warning signaled the tool being in the end effector, followed by an error indicating a possible drb shift. In this case, an anatomical landmark check was done and the surgeon stated that the navigation was accurate and proceeded to implant the l5-l screw which ended up being placed inferiorly to the plan. Given that the drb was positioned near the l5-r pedicle, it is evident that while the user was manipulating screws or inserting tools. There was no documentation of patient harm proceeding surgery. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed.